Manufacturer narrative:
E1: initial reporter last name - (B)(6). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced abdominal fullness. On the same day as the onset of the abdominal fullness, the patient was hospitalized for the event. A manual exchange was performed to treat the abdominal fullness. Three days later, the patient was discharged from the hospital and recovered from this event. At the time of this report, pd was ongoing. No additional information is available.

Manufacturer narrative:
Based on additional information received, the homechoice claria cycler was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.